Manufacturer narrative:
Additional narrative: the device associated with this report was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der stated that the talar component had collapsed. Patient had complained of pain for some length of time. Because of bone condition, the surgeon elected to extract agility ankle implants and fuse the ankle.